Event description:
After the davol/kugel mesh was put in me, I had been complaining to the dr. About pain. He just kept giving me nerve blocks. I could not take it any longer, so he sent me to the pain clinic. Now I get sedated for them. In the same yr. Another hernia in the front. He repaired that with mesh also. In 2007, had my ovary removed because of lower abdominal pain, which is still there. Two months later, the mesh had moved to my liver. In the same year, dr. Took it off and flattened other areas, part of it was balled up. I am still in pain, bloating, leg goes numb, pain in abdomen on the side and lower area. Pelvic area itches and goes numb, I have times where I can feel something grinding into my rib and hip bone. Also have stabbing, burning. I now get the nerve blocks every other month. On morphine, darvocet, cymbalta for depression, because I don't even want to live anymore since I can't do a thing without having pain and regretting it later. No one will touch me. One told me "you are a liability." Have to use a tens unit. Pain clinic dr wants to put a neurostimulator in me, but I am scared to have another foreign thing in me. Please remove this mesh from the market. Don't risk having this happen to another person! It is pure hell to live this way! I am still searching for a dr. To remove this horrible thing from me! It causes nerve entrapment! Please stop the use of mesh! I never felt this way until this mesh was put in! Dates of use: 2005 - 2008. Until someone removes. Diagnosis or reason for use: hernia x2.